Manufacturer narrative:
Additional cases associated with this article: 3025141-2019-00411: case 1, 3025141-2019-00413: case 3.

Event description:
Article: internal fixation of proximal humerus fractures with the polarus intramedullary nail, georgousis, miltiadis; kontogeorgakos, vasileios; kourkouvelas, savvas; badres, stylinaos; georgaklis, vasileios; badras, leonidas; acta orthopaedica belgica, vol. 76 - 4 - 2010, 462-467. Case 2: patient reported persistent shoulder pain postoperatively due to prominence of the polarus nail above the level of the humeral head, impinging on the acromion under surface; nail removed in revision surgery.